Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Patient reported "leak " via CT scan. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Patient reported "leak " via CT scan. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Patient reported left side "leak" (captured as rupture). The device remains implanted.